Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp but was unable to duplicate the customer's reported issue. The stm suspected the issue was due to the drive manifold after reviewing the iabp log files. As a precautionary measure, the stm replaced the drive manifold but was unable to calibrate the transducers. The stm removed the drive manifold then returned at a later date and installed another drive manifold. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The stm has advised that due to the nature of the repair, the customer's biomed was instructed to run the iabp unit with a trainer and test balloon for a week. Subsequently, the stm spoke with the customer who advised him that the unit ran fine for a week, and the stm returned the unit to the customer and cleared it for clinical use.

Event description:
It was reported that during start up and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "system failure" alarm. There was no patient involved; thus, no adverse event reported.